Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with unexpected motor movement. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the pump had been exposed to a magnetic field; the pump was carried together with a magnet. The customer changed the pump to a part of their body away from the magnet, and the pump appeared to have resumed normal function. No products were shipped or returned.